Manufacturer narrative:
Conclusion information: based on the submitted manufacturing batch information we have double checked the traceability of the manufacturing and verifications done before shipment. The batch consist of two shunts. The testing of product specifications prior to packaging and the sterilization protocol revealed no deviations. On the provided photos, it is to see that the reservoir is not connect to the ventricular catheter. The disconnectivity would probably explain the presence of hygroma at the patient's head. The x-rays, showed the bent of abdominal catheter. This kind of bent can caused a blockage of the shunt. No further actions are required as a result of the complaint.

Manufacturer narrative:
A reassessment of vigilance was carried out on (B)(6) 2023 based on the newly submitted information. Assessment of the production site: investigation still ongoing. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx436t) was implanted during a procedure performed on (B)(6) 2023. The patient reported that the skull is swelling on back of the head. The following symptoms were reported: cranial hypertension, negative pressure on the sides, swelling, blurred monocular vision at a very high level, slurred speech, inbalance when walking, urinary incontinence and loss of recent memory. Headache. Some medication maneuvers were performed to alleviate the symptoms. The surgery was performed on (B)(6)2023 and a bent of the catheter and touching the bladder was determined. Patient data: age: 31 years height: 182 cm weight: 118 kg gender: male.